Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the cartridge was cycled with no difficulties. A cartridge fill test was completed with no air bubbles forming inside the cartridge. A cartridge leak test was performed and there were no leaks fround form the luer connection, o-rings, or anywhere else on the cartridge.

Event description:
The reporter contacted animas on (B)(6) 2013. Reporting a blood glucose of 15 mmol/l with positive ketones and moderate nausea. The reporter stated that the cartridge was changed just prior to going to bed and the cartridge primed without any alarms or issues noted; the reporter indicated that the pump alarmed for a loss of prime during the middle of the night and the pump delivery was not resumed until the alarm was noted at 5 am. The reporter confirmed that there was no exposure to changes in temperature, no trauma to the pump, and the cartridge cap was secure. This report is made based on the allegation that the patient experienced hyperglycemia related to a loss of prime warning which occurred during the night and was not resolved until the morning.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: no cartridge was returned; a retained sample was pulled and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was cycled normally with no noted difficulties. The fill test was completed with no air bubbles formed. A leak test was performed with no leaks observed from the luer connection, o-rings or anywhere else on the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.